Event description:
It was reported that during a stent placement procedure in the left iliac artery stenosis via the right femoral artery access, after deploying the stent for a certain distance, it was allegedly found that the stent was not expanding. It was further reported that the stent release system was allegedly unable to recover the stent, the stent was recovered using the tumblehome sheath to push forward. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the catheter sample was not available for evaluation. One provided image demonstrates a partially deployed stent with poor resolution. The distally and partially deployed section of the stent is not equally expanded. Single struts are not visible, and one single image of one plain is not sufficient to closely describe the condition of the stent. The investigation leads to confirmed result for stent expansion issue. The vessel was not tortuous/ calcified, 6f introducer with 0.035" guidewire were used for access, and the lesion was pre dilated; the user did not experience difficulty during deployment action; the oversizing of the stent was not known. The user deployed the stent in vitro, and a damage could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for stent expansion issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'pre-dilatation of the stricture is recommended' and 'post-dilatation of the stent with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician'. Regarding stent oversizing the instructions for use state: 'appropriate diameter sizing of the stent to the target lesion is required to reduce the possibility of stent migration' and 'for target lumens ranging from 5 mm to 9 mm, select a stent with an unconstrained diameter of 1 mm larger than the target lumen'. The instructions for use further state: 'once the stent is partially or fully deployed, micro-adjustments are no longer possible and the stent should not be dragged or repositioned in the lumen'. Under required materials the instructions for use state: '8f (2.67 mm) or larger guiding catheter or 6f (2.0 mm) or larger introducer sheath ¿ 0.035 inch (0.89 mm) diameter guidewire'. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image and photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the right femoral artery, after deploying the stent for a certain distance, it was allegedly found that the stent was not expanding. It was further reported that the stent release system was allegedly unable to recover the stent, the stent was recovered using the tumblehome sheath to push forward. The procedure was completed using another device. There was no reported patient injury.